Event description:
Caller indicated the relion confirm meter was giving variable readings. Customer got reading of 20 did not feel like that was accurate because she felt fine. She retested got reading of 70 still felt like that was a little low so she tested again and got reading of 141. All tests were done within 5 - 10 minutes. Controls not use. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.